Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the implant would not take charge. Patient put batteries in the programmer and it came up with a picture "call your doctor". The cause of the programmer and recharger issue was that they would not charge. Neither one implant has been in for 8 1/2 years. Patient is trying to get a recharger because their recharger would not take charge even when plugged in for 8-10 hours. Patient tried different outlets and nothing worked. Health care professional (hcp) scheduled new implant surgery for (B)(6) 2018. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for degenerative disc disease. It was reported that patient's reason for calling is because the ins in her lower back has quit working. Patient also reported that insr is not working either because it would not power on. Patient stated that when she went to charge the ins up, the insr said it was off, so when she went to charge the insr up by plugging it into the dtc, the insr would not charge up. Patient noted she has two ins implants. Troubleshooting with the insr was done, patient confirmed that the connector pin did not look damaged. Patient directed to repair. Patient was asked if they could get the patient programmer out to address the issue with ins not working. The patient then proceeded to state that the patient programmer is not working as well because it will not power on. Patient confirmed the patient programmer is dead. Patient stated she has a surgery date on (B)(6) to "open her back up for the 6th time". Patient stated she is using the recommended "rechargeable" batteries. Recommended alkaline batteries. No further patient symptoms or complications were reported in this event.